Event description:
It was reported that prior to an unk procedure, the trocar sleeve had been bent. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.